Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with a valve loaded in the capsule, visual analysis showed the handle is not intact. The device was returned with the end cap/screw gear snap fit connected. The handle components were not returned with the device and cannot be analyzed. Voids are observed along the proximal end of the capsule. The capsule appears bent or bowed. The valve cannot be removed from the device and cannot be analyzed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. It was reported that the valve was recaptured twice, which is a feature of the device to allow re-positioning of deployment. During the third attempt to recapture, it was reported that the handle/actuator broke, and the valve could not be deployed, warranting withdrawal of the system from the patient. The subject device was returned and evaluated by medtronic. The handle pieces were not received, confirming their separation from the catheter. Voids are observed along the proximal end of the capsule, and appears bent or bowed. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. An actuator separation will prevent loading and/or deployment through normal use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned in the correct height and deployment had begun. The valve dislodged out of the annulus and the valve was recaptured. The valve was positioned again in the desired depth and the valve dislodged during deployment. The valve was recaptured. A third attempt to deploy the valve was performed and the valve dislodged. The vale was attempted to be recaptured; however the valve was 80% in the capsule and the handle of the catheter was reported to be "broken." The valve and delivery catheter system (dcs) were removed from the patient and a non-medtronic valve was implanted. No adverse patient effects were reported.